Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous nurse report from (B)(4) of fluid overload and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4), the reporting nurse stated that on and unreported date the patient experienced fluid overload. On (B)(6) 2010 the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was reported that the cause of the peritonitis was fluid overload. Treatment information was not provided for the event. On an unreported date in 2010, dianeal therapy was withdrawn and the patient was placed on hemodialysis. The patient was recovering. It was not reported whether the fluid overload resolved. Per the nurse, the event of peritonitis was not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the event of fluid overload and dianeal pd4 ultrabag therapy.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the distal esophagus on (B)(6), 2010. According to the complainant, the physician experienced difficulties with the device and was only able to partially deploy the stent. The device was removed from the patient and completed with another ultraflex. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) gd876490 and gd876474 with no defects noted. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.